Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens and residue on the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -13.0/+2.5/094 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2018 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.